Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module with drive pcb. In addition, our technician confirmed that the insertion flexible tube buckled, the objective lens cracked, the water nozzle deformed, the bending rubber cut, the segment loose, the air/water socket attaching nut loose, the distal body worn out, the r/l lock knob hard to move, the u/d lock lever hard to move, the bending rubber discolored, the insertion flexible tube discolored, the operation channel (primary) kink, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).